Manufacturer narrative:
Device evaluation: tamper seals were both intact. Chipped top case left corner, cracked battery door. Power up process, audio test, occlusion test were performed; and the reported issue was not duplicated. Low profile c9 capacitor present on interconnect board. Adc (analog-to-digital converter) counts were within specification. No repair needed for reported problem since no problem was found. Performed power up process, audio test, pm and all functional tests which passed. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously.

Event description:
It was reported the medfusion pump exhibited a watchdog error and primary audible alarm. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.